Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that the up, down and ok buttons were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-mar-2019 with the following findings: during investigation, no damage or peeling was found to the keypad. All keys were unresponsive. The keypad was removed and no evidence of contamination was found on the button contacts. A leak was found in the cracked pump case. Evidence of moisture corrosion was found on the keypad connector, on the display board, and on the display. The keypad was unresponsive, due to moisture damage.